Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that he was experiencing some delay between screens and changes in basals from time to time. The patient denied making any changes. The patient did not allege any harm or injury because of the reported issue. Multiple attempts by animas to contact the patient for follow-up information have been unsuccessful. The pump was out of warranty. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was possibly unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.